Event description:
It was reported that 4 syringe 0.5ml 31ga 6mm 10bag 500cs broke at the cannula during use. The following was reported by the initial reporter: "it was reported that four syringes broke in the injection site. The consumer was able to remove three and had an xray but could not locate the fourth. Verbatim: consumer reported box found 4 syringes to break in site. Able to remove 3 needles on his own. Consumer visited ER (B)(6) 2021 for xray. Needle could not be located. Went home found needle pushed into the syringe removed with needle nose plyers consumer reusing syringe 3-4 days a piece. Informed consumer not to reuse with reasons. Lot #: 5348771catalog#: 324911date of event: (B)(6) 2021date of event - unknown for 3 other syringes from this boxsamples status awaiting sample = 1 syringe from (B)(6) 2021".

Manufacturer narrative:
The following fields were updated due to additional information: returned to manufacturer on: (B)(6) 2021 h6: investigation summary customer returned a box labeled for 0.5ml, 6mm, 31 gauge syringes from lot 5348771. The four pouches inside match the box¿s label. One of the four pouches has been opened, containing six syringes. None of the returned syringes featured a broken needle. The remaining syringes were inspected and no defects were found. A review of the device history record was completed for batch# 5348771. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications noted that did not pertain to the complaint. Based on the samples received, bd was unable to confirm the customer¿s indicated failure of needles breaking.

Manufacturer narrative:
"Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed."

Event description:
It was reported that 4 syringe 0.5ml 31ga 6mm 10bag 500cs broke at the cannula during use. The following was reported by the initial reporter: "it was reported that four syringes broke in the injection site. The consumer was able to remove three and had an xray but could not locate the fourth. Verbatim: consumer reported box found 4 syringes to break in site. Able to remove 3 needles on his own. Consumer visited ER (B)(6) 2021 for x-ray. Needle could not be located. Went home found needle pushed into the syringe removed with needle nose plyers consumer reusing syringe 3-4 days a piece. Informed consumer not to reuse with reasons. Lot #: 5348771, catalog#: 324911, date of event: (B)(6) 2021, date of event - unknown for 3 other syringes from this box samples status awaiting sample = 1 syringe from (B)(6) 2021".